Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised because of poly wear.

Manufacturer narrative:
***Update: product received for examination. Examination of the returned liner confirms wear of the poly material. There is however nothing that appears excessive of note for the length of time implanted. It is not unreasonable to expect some degree of poly-wear after approximately thirteen years in-vivo. A worldwide complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.